Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd" syringe and mating component separated while attempting to disconnect the syringe to change valves. The following information was provided by the initial reporter: "pt received chemotherapy (daunorubicin-cytarabine liposomal) and nacl flush without complications. Upon rn disconnecting, noted syringe appeared tilted while flushing fluid. No leaking occurring. Rn attempted to reattach syringe to secure connection. At this time rn noted the valve itself was tilted; when writer tried to disconnect syringe to change valves the valve came apart while attached to pt. The white portion still connected with clear and soft blue section still connected came apart from clear leurlock connected to syringe. Writer quickly changed broken valve with new valve and flushed without complication. Updated charge nurse and gave them the defective valve."